Manufacturer narrative:
H6: investigation summary no product or photo was returned by the customer. The customer complaint of connection issues - disconnection could not be verified due to the product not being returned for failure investigation. A device history record review for model mz5309 lot number 22099485 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported that the bd maxzero¿ multi-fuse pressure rated extension set with needleless connector j-loop disconnected from the hub, causing blood to leak out during use. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "the j-loop from the IV became disconnected at the hub. The patient noticed a large amount of blood coming out of the IV and yelled for help. Staff at bedside quickly stopped the bleeding so there was no harm to this patient. This has been a recurring issue for these j-loops unless taped down directly over the hub. It is also a huge source of infection."

Manufacturer narrative:
Date of birth: unknown. The patient¿s age was used to determine a placeholder date for this field. FDA notified?: the initial reporter also notified the FDA via medwatch # 3300730000-2023-8002. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd maxzero¿ multi-fuse pressure rated extension set with needleless connector j-loop disconnected from the hub, causing blood to leak out during use. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "the j-loop from the IV became disconnected at the hub. The patient noticed a large amount of blood coming out of the IV and yelled for help. Staff at bedside quickly stopped the bleeding so there was no harm to this patient. This has been a recurring issue for these j-loops unless taped down directly over the hub. It is also a huge source of infection."